Manufacturer narrative:
For this complaint file, the final customer lot was identified. For this final lot, six lots were used to make up the final lot. A device history record review for each of the lots was conducted. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. Five lots had no anomalies found based on the device history record review. No additional investigation is required based on device history review. A complaint history examination indicates this is the third complaint against the components of the reported final lot. No sample was returned for this complaint. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for the investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).

Event description:
The customer reported that the trocar cannula leaked during a vitrectomy procedure. Additional information and a product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).